Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "extension leg - detached/separated/fractured." No adverse trend was indicated. As received, the catheter was contaminated with bio matter inside and out and returned in two pieces. The catheter had an injection cap attached to each luer. The extension leg with the leak had tape wrapped around it. It was noted during the visual inspection that there was a hole just below the female luer {red clamp side}. The hole was observed in the arterial extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. A potential root cause for this failure is the end user over-torquing the-hub-to-extension tubing junction during cleaning/use of the device. Based on similar reported failure mode, a CAPA was initiated to investigate/address this issue. Per the CAPA, a torque resistance specification has been added to the design inputs of this product family. The reported lot was manufactured prior to the CAPA investigation/actions. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), an implanted dialysis catheter was leaking. A repair kit was requested. On june 4 angiodynamics was made aware that the catheter had been removed and that a sample (previously received) was applicable to this complaint. No patient injury or complications were reported.